Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer connection on the patient line of an integrated apd set w/cassette was "not sealed correctly". This was further described as the caregiver ¿loaded cassette and noticed prior to connecting bags that the luer connection on patient line looks like it was not sealed correctly, bent or at an angle¿. This was noticed during set up for automated peritoneal dialysis (apd) therapy. Renal therapy services (rts) assisted the caregiver in removing the cassette from the homechoice device and starting over with a new cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The device was discarded. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.